Manufacturer narrative:
(B)(4). Review of the most recent checklist determined the lid was broken off. The device was scrapped. Review of the device history record identified no deviations or anomalies during manufacturing related to the reported event. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that the device was returned with no information, but evaluation has found the lid was broken off. No known impact or consequence to the patient. No further event information available at the time of this report.